Manufacturer narrative:
H6. Patient code: e2315 is also applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a company representative (rep) indicated on (B)(6) 2020 was the date of the infection and incision drainage. It was also reported the removal date was on (B)(6) 2020 {the explant date on (B)(6) 2020 was discrepant from the initially reported explant date on (B)(6) 2020} .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving compounded baclofen 2000 mcg/ml for a total dose of 250.3 mcg/day and morphine 2 mg/ml for a total dose of 0.2502 mg/day via an implantable pump. It was reported surgical intervention occurred as the patient's pump was explanted due to post-operative infection on (B)(6) 2020. The pump was discarded. Factors that may have led or contributed to the issue were unknown. It was noted the patient resides in a managed care facility. Diagnostics/troubleshooting and actions/interventions included explant of infected device and wound care. It was noted that the issue was resolved at time of report. The patient's status at time of report was alive-with injury. It was noted the patient was admitted into the hospital to treat infection and intrathecal baclofen withdrawal. The patient's weight was asked, but unknown. The patient's medical history was asked and will not be made available. The event date was unknown. No further complications were reported/anticipated.